Event description:
It was reported that the shaft on two quick coupling chucks broke off during screw removal. No broken pieces were left in the pt. This is report 10 of 2 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing eval revealed the device was returned for eval. As received, the shaft was broken off the shaft, likely caused by the clamp jaws of a chuck. The root cause was determined to be a mechanical overload caused by extreme forces being applied to the devices. No manufacturing fault could be detected. The complaint was deemed invalid from a manufacturing standpoint.